Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd2 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient had surgery (cause not reported). On an unreported date in (B)(6) 2011, the patient was diagnosed with peritonitis. Outcome of the event and action taken with dianeal and extraneal therapies were not reported. An opinion of causality was not provided. Per the nurse, the event was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd888107 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the root cause of the peritonitis was undetermined.